Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedure related factors (caused by the flaring of the valve stent. Caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in sweden. As reported, this was a case of an implant of a 29mm sapien valve3. The valve was successfully implanted. However, during transthoracic echocardiogram, a small ventricular septal defect (vsd) was detected. It was decided to implant a second valve in a more ventricular position in order to cover the vsd. The procedure was successful and the vsd result was minimal. The medical team had the hypothesis that the vsd was caused by the flaring of the valve stent.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation codes. The following sections of this report has been updated or corrected: b4, g3, g6, h2, h6. The previously submitted investigation results remain the same.